Event description:
It was reported that when the dressing is place on the wound, the pump does not work correctly. All the lights turn on and makes no vacuum. The hcp tried several times to make the device functions, but it did not. No harm or injury reported.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been received for evaluation. It is noted that the device was made available, however without the relevant tracking details this cannot be confirmed. Due to this we are unable to establish a relationship between the reported event and the device or determine a root cause on this occasion. If this device is received for evaluation, then this complaint will be reassessed. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed with similar instances recorded in the past three years. Potential causes for the issue experienced are: 1. The device detected an air leak or blockage and paused therapy so the issue could been rectified. 2. The dressing was saturated and needed to be changed. 3. The batteries needed to be changed. 4. The device detected unsafe levels of use and so entered an error state for patient safety. As always, the users are advised to consult the IFU which details all steps to be taken in relation to the operation and use of the device. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.